Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'screen issue' which was verified through visual inspection. Evaluation found a black line on the display. The cause was determined to be a failed liquid crystal display (lcd) which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.